Event description:
The staff setup the mr290 chamber for a pt. The respiratory therapist spiked a 1000ml bag of water and left the circuit and the chamber on the ventilator. Upon returning, the water had flowed into the chamber, the circuit and in the vent. There was no injury to a pt.